Event description:
The transseptal puncture was performed with a non-(B)(6) needle and introducer, and it was reported to be complicated by the physician as the location was fibrous due to previous transseptal crossings. After left atrial access was gained. It was noted the patient¿s blood pressure dropped. When the uitrasound was consuited, the physician observed a cardiac tamponade. The ablation procedure was cancelled at this time, and drainage was performed. No further patient complications were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).